Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged and there was a hole/cut in the hose. It was noted that the hose of the device was damaged several times and the locking was damaged. It was further determined that the device failed pretest for safety assessment and air pump assessment. It was noted in the service order that the device could not run and was displaying error codes e8 and e2 on the console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.